Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec opened the device in order to perform an internal inspection and observed that its cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device began to continuously reboot by itself during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.